Manufacturer narrative:
Service did not visit the account for this event. The field service engineer (fse) trouble shot with the customer over the telephone and assisted the customer to properly secure the disconnected sample line tubing at the bottom of the flow cell. Customer initially had not properly routed the sample line tubing through a pinch valve which resulted in latron primer and control results to be out of range. After the line was routed properly, the customer ran the latron control and primer and made adjustments to the light scatter channels to bring the results within range. Customer ran verification and controls, including latron, without incident. Per conversation with customer, they were not having issues with latron before the leak and their attempt to repair. She was unaware of anyone making adjustments to latron during troubleshooting on their own. They repaired the instrument with help and guidance of fse and have had no further issues with the instrument. (B)(4).

Event description:
The customer reported 3 cups blue green liquid leak which was contained within the coulter lh 750 hematology analyzer. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection to the reported event.